Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up with a pustule at the outer lateral aspect of the pacemaker pocket incision site. The patient denied having fever, chills or pain at the site of the pustule. The patient was scheduled for pocket revision on (B)(6) 2021 where the physician removed superficial tissue that appeared to be infected; however, that physician noted that the pacemaker pocket itself was not infected. The physician placed the device inside an absorbable antibacterial envelope and put it back in the pocket. The patient tolerated the procedure well, was stable before, during and after the procedure.